Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller indicated that her ins was sitting sideways in the pocket for the past month and is getting more painful at the ins pocket. The pt still charges their ins daily. The pt attributes the change in ins position from extra skin in the area. The pt is still using their scs therapy and it's helping them a great deal. Pt has the scs system for mid and low back pain. The patient was directed back to their hcp to assess pocket and address issue.